Event description:
Follow up received reported that the cause of the event was attributed to the ins and lead where it confirmed that all impedance measurements were >3600 ohms. The entire ins system was then replaced. The patient outcome was reported as no injury.

Manufacturer narrative:
Product ID 3998, lot# j0417753v, implanted: 2004-(B)(6), explanted: 2013-(B)(6), product type lead product ID 748940, serial# (B)(4), implanted: 2004-(B)(6), explanted: 2013-(B)(6), product type extension product ID 748940, serial# (B)(4), implanted: 2004-(B)(6), explanted: 2013-(B)(6), product type extension. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 748940, serial# (B)(4), implanted: (B)(6) 2004. Product type: extension: product ID 748940, serial# (B)(4), implanted: (B)(6) 2004. Product type: extension: product ID 7435, serial# (B)(4), implanted: (B)(6) 2004. Product type: programmer, patient: product ID 7435, serial# (B)(4), implanted: (B)(6) 2004. Product type: programmer, patient: product ID 3998, lot# j0417753v, implanted: (B)(6) 2004. Product type: lead. (B)(4).

Event description:
It was reported that the patient was feeling stimulation the week prior to the report, but it just stopped. There were no reported falls or traumas. When the device was interrogated by the clinician programmer there was no power on reset (por) message and the patient was still programmed to his current settings. The patient's battery voltage was 2.56 volts, but the device had been off for a "week or so." An impedance test showed that "almost all" of the electrode pairs were greater than 4,000 ohms or open. The only viable pairs appeared to be 2 and 4, 2 and 7, and 4 and 7. Later that day it was reported that reprogramming around the opens was unsuccessful. Additional information received four days later reported that no cause of the issue was determined. The patient was scheduled to see his health care provider (hcp) for a possible revision. The patient was not receiving effective therapy. Additional information was requested, but was not available as of the date of this report.